Event description:
Have a t1d that uses dexcom cgm, six months ago when it came time to replace the dexcom receiver I was told by dexcom rep that her phone was now the receiver and she didn't need to order a new one. So on (B)(6) 2019 the phone quit working as a receiver. Followed all recommendations for troubleshooting the app on phone that dexcom had taught me with her aunt whom she was spending three days with. We had no success. It wasn't until 9 hours later that dexcom informed users via (B)(6) what was happening. No alarms for lost data was given for app to alert users to a problem prior to them checking it. It is now in day three and the receiver app for phone and follow app are still down. FDA safety report ID# (B)(4).